Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The study concluded atrium icast show high short term patency and low endoleak rates as bridging stents during fevar of complex abdominal and thoraco-abdominal aneurysms. [(B)(4)]. Device evaluated by manufacturer? Not available for return.

Event description:
Received an article titled: performance of gore viabahn vbx compared with atrium icast as bridging stents during fenestrated endovascular aortic repairs. Purpose: to compare experiences with vbx and icast as bridging stents during fenestrated endovascular aneurysm repair (fevar). Method: a retrospective review was performed of fevars for complex abdominal and thoraco-abdominal aneurysms at a single institution from 2015-2018. Per the article adverse events included secondary interventions and instent restenosis.